Manufacturer narrative:
The field service engineer (fse) visited the site and examined the system. The fse replaced the carbon bridge, tubing and the electrodes. Cultures of the system were negative. The customer was advised by the MFR rep during the initial call to increase the frequency of quality controls to every 4 hours and monitor the levels of buffer and reference reagents. Although, several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported that erroneous sodium, chloride and calcium results were generated by the unicel dxc 800 synchron system. Quality controls and calibration are within specification prior to the event. The erroneous results were detected by running repeat quality controls. No erroneous results were reported out of the lab. There was no change to the patient's care or treatment. The customer cultured the system and the results were negative.